Event description:
Boston scientific crm received information that this right atrial (ra) lead dislodged one day post-implant. The lead was repositioned and then dislodged again. The physician explanted the lead and successfully implanted a new ra lead. No adverse patient effects have been reported.